Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 47 mg/dl at 7:30 and last night at 6:30 it was 172 mg/dl and current blood glucose is 295 mg/dl which treated with syringe. The blood glucose of customer declined to 220 mg/dl. The customer treated their low blood glucose with coke and carb intake. The insulin pump will not be returned for analysis.